Event description:
An aegis spinal fixation plate was implanted with four screws and allograft in 2007, 7-months post op screw was noted to be broken on follow up x-ray. Surgeon is taking no action at this time. As this could result in the need for surgical intervention, an MDR is being filed to document this event.

Manufacturer narrative:
Evaluation of two images confirms that one screw may be broken. The screw in question is located at the inferior left side of the plate at l5. There appears to be a gap between the plate and bone at l5. It cannot be determined at this time if the plate may have migrated. The causes of the screw breakage cannot be determined at this time.